Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer noted that they had been having repeatability issues with an unspecified number of patient samples tested for calcium gen.2 (calcium) and phosphorus for the previous week or two weeks on two c701 analyzers. The exact date of the event could not be provided by the customer. It was estimated that the date of the event occurred between (B)(6) 2015. Refer to the medwatch with patient identifier (B)(6) for information concerning the other c701 analyzer. On this analyzer, the customer mentioned for example, that a sample will have an original result of 4 or 5 mg/dl for calcium and when they repeat the test on the same sample, it will result as 3 or 4 mg/dl above the original result. The repeat result was believed to be correct. The customer was asked, but could not provide any specific patient data. No patients were adversely affected. The calcium reagent lot number was 60942301, with an expiration date of 04/30/2016. The field service representative determined that the cell rinse levels were misadjusted. He adjusted the rinse levels. He ran a precision check and it was within specifications.